Manufacturer narrative:
No sample was returned, further investigation could not be performed. DHR was reviewed, a quality notification was raised for gels on catheter tubing material and the affected materials had been disposed. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause could not be determined. Complaint trend would be monitored. On the other hand, marketing team had been informed to engage with customer and ensure provide necessary user training.

Event description:
They were using neoflon pro 24 in nicu and cannula stellate was stuck to the material and getting reverse, picture attached for your reference.

Event description:
It was reported that bd neoflon pro 24ga 0.7mm od 19mm l catheter defective / damaged / deformed they were using neoflon pro 24 in nicu and cannula stellate was stuck to the material and getting reverse , picture attached for your refrence.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.